Manufacturer narrative:
(B)(4). : information was not provided by the affiliate. Damaged firing rod. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Was the device completely fired? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or firing)? Was there any difficulty in firing? If so during what stroke? At any time was there any feeling of loss of resistance? Any other unusual feedback? What actions were taking after pushing the red button to remove the device? How long has the user been using the device? Has the user been inserviced? The analysis found that one device was returned with one ecr60g cartridge reload loaded in the device. The cartridge reload was received fully fired. Furthermore, the knife was noted advanced distally and the firing trigger was noted to be non functional. Therefore, the knife return stroke could not be completed to open the device. Upon manually assistance of the knife, it was returned to home and the device was opened. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the rod firing tip was found to be broken and disengaged from the drive bar making the firing mechanism non functional. In addition, the cartridge was received with the deck and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented; therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional analysis: the device was CT scanned and no root cause for the broken firing rod was identified. The handle was further disassembled and evidence was found on the drive bar that the firing rod was not fully seated into the drive bar at the time of the firing. Subsequently the firing rod broke due to a tensile load as the knife was retracted, as shown by marks on both the drive bar and firing rod components. Due to this, the observed cartridge damage is likely unrelated to the broken firing rod.

Event description:
It was reported that during an unknown procedure the instrument did not open after firing. After pushing the red manual knob the instrument opened only half but enough to take out the tissue. No further information is available.